Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 319 points to node 192 is not present at startup, node name: axes controller, carriage (acc) in armnet3 usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a 319 error on the patient side cart (psc). The technical support engineer advised the customer that they would need to disable a universal surgical manipulator (usm) to continue the case. The surgeon confirmed that the case could continue with three usms. The tse walked the customer through moving the usm out of the way and the call ended. The procedure was completed with no reported injury.